Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 130mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.